Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine pacemaker upgrade procedure. During pre-procedure testing, it was noted the right atrial lead exhibited noise. The physician decided to cap the lead on (B)(6) 2021 instead of explant due to customer request during consent process. A new right atrial lead was placed and normal device function was noted. The patient was in stable condition.